Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a participant using the ilet experienced repeated low blood glucose episodes (47 mg/dl) following pump-driven corrections of prior hyperglycemia (392 mg/dl), with the agent noting the participant had entered a larger-than-usual meal announcement when high, which contributed to overcorrection. Symptoms included hypoglycemia requiring assistance, without loss of consciousness or seizure. Outcomes included transient functional impairment requiring third-party aid to treat the lows and episodes of prior hyperglycemia. Investigation included review of device use history and user inputs. Investigation of this case revealed user-initiated meal announcements used as corrections for highs, which led to excessive insulin dosing and subsequent hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction leading to inappropriate insulin delivery due to use of meal announcements as corrective input.